Manufacturer narrative:
Weight, ethnicity, race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicm5_12.6, -9.50 diopter, implantable collamer lens tore/broke during loading, there was no patient contact. A backup lens was implanted and the problem resolved. In the reporters opinion the cause of this event is unknown.